Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had motor error and failed battery test alarms, crack along the bottom of the insulin pump casing and reservoir compartment and had a possible time clock anomaly. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating current, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test alarm, time/clock anomaly due to motor error alarms. Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, cracked end cap.